Event description:
It was reported that the patient presented in clinic for follow up, after receiving high hv lead impedance out range alert. Connector issue was suspected. The lead was explanted and replaced. After lead extraction suspected insulation anomaly was observed.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 10.3-11.4cm from the distal tip electrode, consistent with lead friction to a heart feature or structure. The silicone insulation was not abraded at the same location.